Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the crimped stent as stent was fully deployed. The balloon appears to have had been inflated and deflated and solidified crystals are evident within the balloon chamber, signifying that the balloon was inflated. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. The device was inflated at the nominal rated burst pressure and no issues were noted. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the lengths of the shaft. This type of damage is consistent with excessive pressure being applied to the device during advancement attempts. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening and stent migration occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left main coronary artery (lmca) extending to the left anterior descending artery (lad). A 4.00x8mm promus element plus stent was advanced and deployed in the target lesion. Following stent implantation, the physician noted that the stent had shortened and had moved from lad to lmca. There was no intervention done to correct the stent foreshortening. A guide wire was then used to remove the stent from the patient's body. The procedure was completed by implanting a 4.5x16mm taxus liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent foreshortening and stent migration occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left main coronary artery (lmca) extending to the left anterior descending artery (lad). A 4.00x8mm promus element plus stent was advanced and deployed in the target lesion. Following stent implantation, the physician noted that the stent had shortened and had moved from lad to lmca. There was no intervention done to correct the stent foreshortening. A guide wire was then used to remove the stent from the patient's body. The procedure was completed by implanting a 4.5x16mm taxus liberte stent. No patient complications were reported and the patient's status was stable.